Event description:
The following has been reported: "upper case malfunction. After turning on keyboard is emitting periodic sound of keyboard pressing. Device is not responding to pressing of any button. Upper case replaced to new one. Quality control performed. Event log is not included because it is not an error which can be detected by device." Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history logs were not provided, therefore no review could be performed. The subject device (model agilia sp mc, serial number (B)(6) was not returned to our laboratory for analysis. However, suspected defective keyboard was sent back as a spare part to be investigated. Upon reception, the subject part was submitted to a visual inspection. Nothing was observed. Then, cross-testing of the spare part was performed using a agilia sp test bench. At start-up, the device was beeping continuously, as if the keys were stuck. Therefore, no further test could be performed. In addition, the keyboard was taken out of its housing. Traces of infiltrations were observed. This pollution must have cause a short circuit in the tracks making the keyboard inoperable. Based on available information, the root cause of the reported issue is linked to liquid infiltrations. In addition we strongly recommend users to follow the desinfecting and cleaning processes that are clearly indicated in the ifus as upon investigation of defective keypads provided by other customers, the cause was found to be linked to the cleaning/disinfecting process of the pumps performed in hospitals. To our knowledge no patient consequences have been reported. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.